Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient experienced a small pleural effusion and pain. The right atrial (ra) lead was revised and remains in use. No further patient complications have been reported as a result of this event.